Manufacturer narrative:
510 (k) number; k083330. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation complaint device was not returned therefore a document based review will be performed. Document review prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1250623 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1250623. IFU review the notes section of the instructions for use, ifu0101-0 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-0). Root cause review the failure of needle broken was concluded from the available information. A definitive root cause could not be determined from the available information. A possible cause could be attributed to device handling or excessive force being applied causing the needle breakage when attaching or detaching the device to the scope. Summary complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The device was advanced to desired position, user confirms the position and direction before first attempt. The needle top (length undetermined) was broken during the first attempt. User withdrew the device and picked the broken needle from patient immediately with one hour effort. There is no device part left in patient.